Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications nor injuries reported and the patient was in good condition after the procedure.